Manufacturer narrative:
A fracture of the coil was found at 39.5cm from the distal tip consistent with fatigue. This fracture is consistent with the observation from the field of high impedance. Electrical testing found open circuit of inner coil and svc cables due to fractured/open conductor. The fractured inner coil has likely caused the complaints of noise detected in the field. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to noise. There was also a rise in the hv lead impedance. The lead was explanted and replaced. The patient's condition was good after the procedure.